Manufacturer narrative:
It was reported that the hl20 single pump displayed the error message: "! ! ! !" During routine check. This error message causes the pump to stop and can only be solved by restarting the pump. No harm to any person has been reported. A getinge field service technician will be sent for an investigation of the device. As soon as new information becomes available for follow up medwatch will be submitted.

Event description:
It was reported that the hl20 single pump displayed the error message: "! ! ! !" During routine check. This error message causes the pump to stop and can only be solved by restarting the pump. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the hl20 pump displayed the error message: ¿! ! ! !¿ during routine check when the customer clamped the pipe. No harm to any person has been reported. According to the hl20 IFU in chapter 8.1.2 technical alarms the pump displays the error message: "! ! ! !" If there occurred more than one "run away" error within 20 seconds. This means the pump speed is higher than the speed which was set. The error message can be cleared by switching off the pump. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the getinge field service technician the most probable root cause could be determined to the user clamping the pipe. The device was manufactured on 2022-06-29. The device history record (DHR) of the hl20 pump (material: 701043262, serial: (B)(6) , elo-ID: (B)(4)) was reviewed on 2023-11-28. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported error message: "! ! ! !" Could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.